Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils and a penumbra coil 400 detachment handle. During the procedure, the physician advanced a pc400 coil against resistance into the aneurysm. The physician attempted to detach the pc400 coil using a detachment handle; however the pc400 coil would not detach. The physician attempted to reposition the microcatheter and the pc400 coil unintentionally detached. The physician successfully removed the detached pc400 coil using a snare device. The physician then advanced a new pc400 coil into the aneurysm against resistance. The physician attempted to detach the pc400 coil using a new penumbra coil 400 detachment handle; however it would not detach. The physician attempted to reposition the microcatheter and the pc400 coil unintentionally detached partially in the microcatheter. The physician successfully advanced the detached ruby coil into the aneurysm using the pusher wire. The procedure successfully continued using a new catheter and another manufacturer's coils.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00541, 00542, 00545. The hospital discarded the device.